Event description:
It was reported to arrow clinical support (acs) by customer that patient was balloon dependent & on high dose presseur drugs. Patient was turned on his side rapidly dur to emesis. At that time, ap waveform changed and gave effect of tip striking aortic arch. This was confirmed by cxr & iab was moved down & proper placement confirmed by cxr. At that same time, gass loss alarms began. Clinician confirmed there was no blood in driveline & no kinks. She stated patient was having ectopy, but it did not coordinate w/alarms. Clinician stated they found lock that connects driveline to iab was loose and once they tightend that alarms had stoped. She was concerned there may be an abrasion and true gas loss. Acs agreed on both accounts. Acs advised that gas loss was probably from loose lock on iab, but if alarm returned, there would be a high suspicion there may be a balloon abrasion. Acs advised that if that were the case, iab should be removed and replaced. Clinicinal contacted acs 20 min later. She stated that from time to time. Pump would stop pumping & alarm for a few seconds. The alarm would stop and the pump would start pumping again without intervention. Acs asked what the patient's rhythm was and what trigger they were using. Clinician stated rhythm was trigminy and wctopy had a wide opposite deflected r wave and they were using patter trigger. Acs advised that alarms were probably dur to the different morphology of th ER waves. Acs suggested they try peak as a trigger and if patient's rhythm was very irregular that a fib may be a better choice. Clinician agreed to call back if there were any concerns. Clinician contacted acs several hours later. They state there had been no "gas loss alarms" until past 30-45 min. They stated that suddenly the pump was alarming every 10 seconds or so. Clinician verified there was no blood in driveline, all connections were good, and patient rhythm had no changed. At this time, pump was off and patient wad doing well. Vl of 2:1=2.6. Acs suggested iab be removed and replaced. Iab was removed and a re-insertion was not required. There were no reported patient complications.